Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was seen in clinic and the driveline was cut during a dressing change. The patient was taken to the operating room for a pump exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the heartmate ii left ventricular assist system (lvas), serial number (B)(6), confirmed the report that the driveline (dl) was cut during a dressing change. (B)(6) was returned assembled with the dl severed approximately 2.5" from the pump housing. The distal end of the dl was returned, measuring approximately 29". The sealed inflow cannula (inlet extension, flex section, inlet elbow), sealed outflow graft, and outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. A cut was observed approximately 23" from the controller connector. The cut advanced past the silicone jacket, bionate, and metal braided shield layers. All six wires were completely severed in this location. Of note, the damage would have caused the pump to stop. Upon disassembly of (B)(6), visual inspection of the blood-contacting surfaces revealed no evidence of any adhered or developed depositions or thrombus formations that contributed to a functional issue during support. An electrical continuity test of the returned dl was conducted which confirmed that all six wires were severed as previously noted. The pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Incidental findings: wire fatigue was discovered on the yellow and orange wires approximately 4" from the pump body which indicate a dl issue. The relevant sections of the device history records for (B)(6) and the driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) is currently available. Section 6 "patient care and management" addresses how to care for the driveline. Section 6 (under "caring for the driveline") instructs to check the driveline daily for signs of damage, such as cuts, holes, or tears. In addition, section 6 (under "pump performance monitoring") addresses damage due to wear and fatigue of the driveline. Section 6 also outlines proper driveline care, instructing users to avoid twisting or bending the driveline as this may lead to wire damage inside. This section also explains that all heartmate ii lvas drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. Section 7 explains all alarms associated with the system controller and power module, as well as how to troubleshoot them. The heartmate ii lvas patient handbook is also currently available. Section 4 "living with the heartmate ii" contains a section titled "caring for the driveline". This section instructs the user to check the driveline daily for signs of damage (cuts, holes, tears). The patient is instructed to call their hospital contact right away if the driveline is damaged (or might be damaged). This section also states that if the driveline is damaged, the pump may need to be replaced. It should be replaced as soon as possible to prevent serious injury or death. Section 6 "caring for the equipment" outlines indications of driveline damage as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.